Event description:
It was reported that the patient's atrial lead exhibited high capture threshold and high pacing impedance. The reported lead was explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.

Manufacturer narrative:
The reported events of high pacing lead impedance and increasing threshold were not confirmed. As received, a complete lead was returned with an extraction stylet in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.